Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and evaluated for the reported event of separation between components of the transfer set. The device was visually inspected and underwent functional testing which included leak testing, clear passage test and clamp function test. The device was determined to not meet product specifications related to the reported issue because the separation was verified during evaluation. The cause was determined to be broken occlude feet identified during the visual inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body and twist sleeve of a minicap transfer set separated. The white part of the device (the twist clamp) was completely unscrewed and broken. This event occurred before use, during the opening of the over pouch bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.